Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. Patient reported the cannula deployed but did not properly insert, and appeared bent. The pod was not worn.

Manufacturer narrative:
The pod was received deployed. Download data shows device delivered 2807 pulses before reaching it 80-hour limit of operation and automatically deactivating which generated an 0x1c alarm. Inspection of the needle mechanism components found no damages or defects that would prevent the needle mechanism from deploying as intended. The needle mechanism was manually reset to the not deployed state, and then manually deployed. No issues were seen during this test. Investigation found that the soft cannula measured the correct full length according to specification and did not appear bent, kinked, or damaged. The download data from the pod contained no timeouts or drive stalls indicating that there was no struggle to deliver insulin. No damages or defects were observed in the fluid path or needle mechanism that would inhibit the soft cannula from properly inserting into the infusion site. A root cause for the reported not properly inserted cannula could not be determined.